Manufacturer narrative:
Internal complaint reference (B)(4). Eriksson k, anderberg p, hamberg p, löfgren ac, bredenberg m, westman I, wredmark t. A comparison of quadruple semitendinosus and patellar tendon grafts in reconstruction of the anterior cruciate ligament. J bone joint surg br. 2001 apr;83(3):348-54. Doi: 10.1302/0301-620x.83b3.11685. Pmid: 11341418.

Event description:
It was reported that on literature review ¿a comparison of quadruple semitendinosus and patellar tendon grafts in reconstruction of the anterior cruciate ligament¿, after the procedure suing a tendon stripper, one patient had revision requiring notchplasty. No further information is available.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, complaint history review, instructions for use review, and risk management review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H6, type of investigation was updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.